Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd 4mm pen needles experienced two cases of being unable to deliver medication, and 2 cases of the cap being difficult to detach. The following information was provided by the initial reporter: the drug solution didn't come out. It was difficult to detach the cap.